Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the two dual motor drive board (dmd) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The dmd was analyzed and the reported failure of ergo controls not responding was verified thru fso internal notes but not replicated. Upon visual inspection, no issues were found that would be related to the reported event. This dmd cfg unit was installed and tested on the final test is4000 system 1, with no issue on startup and no errors or failures were triggered. Perform ergo axis functionality test with no issue and no failure to all axis. This unit went thru a 10 power cycles with no issue, idle in normal mode for 30 mins with no issue and no error triggered. Retest the ergo functionality controls, still with no issue. As a result of this test, failure analysis concluded that there is no trouble found with this dmd cfg unit. The complaint was confirmed based on the failure analysis.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the two dual motor drive (dmd) boards to resolve the issue. The system was tested and verified as ready for use. The products have been received and the failure analysis investigations are still in progress. The complaint was confirmed based on the field evaluation. The fse also replaced the left switch panel board and motor connector backplane board. These two boards are field scrap items and will not be returning to isi for further investigation.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure that the surgeon side console (ssc) ergonomic controls were not responding. The surgeon was unable to get the armrest ergonomic pod controls to move the ergonomics. The site performed a hard power cycle, with no change. The surgeon continued as planned. The clinical sales representative (csr) reporting the issue placed a second call to the intuitive technical support engineer (tse) to report that they sat at the ssc and tested the ergonomic settings. The csr explained that the foot pedal would extend out but would not move back towards the ssc. The rest of the ergonomics axis worked with no issues. The csr stated that they were going to power the system off, cycle the breaker on the ssc, and test the ergonomics again. The csr advised that the surgeon elected to convert to laparoscopic as the positioning of the ssc ergonomics were uncomfortable. There were no reports of patient injury.